Event description:
Caller states that he tested his blood glucose at 198mg/dl and 188mg/dl on the device. He reports he tested again at 44mg/dl and 185mg/dl back to back. No adverse event reported. No treatment received. Customer reports that qcs were used prior to calling, but no verification of values received was provided. Requested return of suspect device and replacement was sent.